Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-jun-2026, a sales representative reported via phone that an ar-19043 cuffmend implant system experienced the fiberstitch not deploying during a rotator cuff repair, a new set was opened and the case was completed successfully with minimal delay and no harm to the patient.